Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿change your cartridge every 48 to 72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 120 mg/dl at time of report. Reportedly, a temperature change had occurred to the pump prior to the occlusion alarm declaring. Additionally, the cartridge was in use for over 3 days. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer changed the cartridge to address the issue.